Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure which included the use of an octaray mapping catheter and the catheter got tangled with another catheter and the spline of the catheter detached from the device. While mapping with an octaray catheter, it got tangled with the pulse select catheter (proximal end) and ¿detached electrode detached from the octaray spline¿. They pulled back to the right atrium with no resolution. They tried to untangle the octaray catheter, and the issue persisted. The catheter was pulled out of the body, and they scanned the chambers, but no spline was seen. The procedure was completed. Additional information was received. It was reported that the octaray spline was pinched in the horseshoe of the pulse select catheter (proximal end where loop meets shaft). No additional procedure and/or surgery was required to remove the detached spline; however, if they were unable to untangle, it would have required surgery. The physician¿s opinion on the cause of this adverse event is the procedure. No additional intervention was provided, and patient fully recovered without extended hospitalization. Since the spline completely detached from the catheter and was inside the patient¿s body, this is being considered as a serious adverse event. The issues with spline detachment, electrode damage, and device entanglement are considered as MDR reportable product malfunction. Photo evaluation details: the device has been reported as discarded; however, a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, one of the splines of the octaray catheter was detached from its original place. Exposed wires were observed on the picture. The detached condition of the spline originated during the procedure since according to the information provided, the octaray catheter was entangled with a medtronic device, and when it was pulled out of the body, no spline was seen. The instructions for use of the catheter indicate in the warnings section: that the catheter is recommended for use with an 8.5f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Also, excessive bending or kinking of the catheter shaft or spines may damage lead wires and cause loss of electrode function. A manufacturing record evaluation was performed for the finished device number lot 31249607l and no internal action related to the complaint was found during the review. The customer complaint regarding the electrode that was detached from the octaray spline was confirmed based on the picture received. Since the device has been discarded, a root cause is unable to be assigned based on the current evidence. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure which included the use of an octaray mapping catheter and the catheter got tangled with another catheter and the spline of the catheter detached from the device. While mapping with an octaray catheter, it got tangled with the pulse select catheter (proximal end) and ¿detached electrode detached from the octaray spline¿. They pulled back to the right atrium with no resolution. They tried to untangle the octaray catheter, and the issue persisted. The catheter was pulled out of the body, and they scanned the chambers, but no spline was seen. The procedure was completed. Additional information was received. It was reported that the octaray spline was pinched in the horseshoe of the pulse select catheter (proximal end where loop meets shaft). No additional procedure and/or surgery was required to remove the detached spline; however, if they were unable to untangle, it would have required surgery. The physician¿s opinion on the cause of this adverse event is the procedure. No additional intervention was provided, and patient fully recovered without extended hospitalization. Since the spline completely detached from the catheter and was inside the patient¿s body, this is being considered as a serious adverse event. The issues with spline detachment, electrode damage, and device entanglement are considered as MDR reportable product malfunction.